Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain and nausea. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On an unspecified date, the patient began treatment with intravenous ceftazidime (1 gm, 2 times a day) and intravenous vancomycin (1 gram every fifth day) for 7 days. Six days after the onset, the patient recovered from peritonitis and the patient was discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.